Event description:
The reporter stated that the screw driver broke whilst in use; a part was inside bone. It was removed. The procedure was prolonged by about 30 minutes. Integra has requested additional information from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.